Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log was performed. During power on self-test and alarm log review the f-49 alarm was found; the cause of this was device configuration. To correct the condition, the configuration settings were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.